Event description:
On (B)(6) 2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a patient was injected on unspecified dates in 2022, 2023, 2024 and on (B)(6) 2025 with rha 4 in chin and jaw with a needle. The patient had a history of other dermal filler injections (defyne and voluma) in 2021. On an unspecified date in 2025 and unkown context, the patient had a 3d image taken. The results of this imaging showed a hole that was forming in the right jaw. The doctor suspected that it could be related to the fillers injections. Considering the imaging photos provided on (B)(6) 2025, the event was considered as a medically significant serious event and the case assessed as reportable to FDA. In the meantime, an MRI was conducted and showed a "focal thinning of the right parasymphyseal mandible with stir hyperintense material in the adjacent pre-mental soft tissues likely represents cosmetic filler" the international medical expert was contacted for advice. According to him, the MRI confirms thinning of the mandible and the presence of material corresponding to ha fillers adjacent to the lesion, corroborating the previous 3d exams. Therefore, a connexion between the injection and bone resorption cannot be ruled out. However, this exam did not show bone resorption of the maxilla. Several follow-up requests have been issued to further assess the relatedness of the event with the injection of rha 4 such as history of trauma or of previous dental/orthodontic procedures in the area of concern, reason why the patient underwent the 3d exam, images before and after treatment with teoxane product. At the time of this report, the outcome of the event is unkown no additional information was obtained but evolution of symptoms is being monitored. Case comments: - guo, x., et al., bone resorption in mentum induced by unexpected soft-tissue filler. Aesthet surg j, 2018. 38(10): p. Np147-np149. - guo, x., et al., unexpected bone resorption in mentum induced by the soft-tissue filler hyaluronic acid: a preliminary retrospective cohort study of asian patients. Plast reconstr surg, 2020. 146(2): p. 147e-155e. - guo, x., et al., would hyaluronic acid-induced mental bone resorption be a concern? A prospective controlled cohort study and an updated retrospective cohort study. Int j surg, 2024. 110(3): p. 1502-1510. - hanna, c., et al., bony resorption in the mental area due to hyaluronic acid filler: a complication to consider. J clin aesthet dermatol, 2021. 14(10): p. 16-17. - nakagawa, t., et al., a case of bone resorption in the mentum caused by hyaluronic acid filler in a patient with skeletal class ii jaw deformity. Clin case rep, 2024. 12(11): p. E9150. - shu, k.-y.f., wan-ru; zhao, jiu-li, bone resorption of hyaluronic acid fillers injection induced in chin augmentation: a retrospective study. Journal of craniofacial surgery, 2025. 36(2): p. 633-635. - lee, t., bone resorption in the midface due to hyaluronic acid fillers. Journal of craniofacial surgery, 2025.

Manufacturer narrative:
Bone resorption is a rare and newly documented potential complication after supraperiosteal injection of hyaluronic acid fillers, particularly in the chin area. Few cases have been reported in the literature. In all cases reported in the literature, patients did not have symptoms, and the findings of bone resorption have been identified on imaging including CT or dental x-ray that was conducted for various other medical reasons. Several causes have been hypothesized including needle trauma on the periosteum, direct pressure from the filler onto the bone, intrisic affinity of ha for osteoclasts or muscle activity. For this reason, further study should be performed to confirm the exact role of ha fillers in the mechanism of bone resorption. This is the first report of possible bone resorption due to a teoxane product. No clinical consequences were reported by the patient. Moreover this harm has already been considered in teoxane risk management (ris-rev-162) and could be reevaluated in the light of this report as well as new literature data.

Manufacturer narrative:
Bone resorption is a rare and newly documented potential complication after supraperiosteal injection of hyaluronic acid fillers, particularly in the chin area. Few cases have been reported in the litterature. In all cases reported in the literature, patients did not have symptoms, and the findings of bone resorption have been identified on imaging including CT or dental x-ray that was conducted for various other medical reasons. Several causes have been hypothesized including needle trauma on the periosteum, direct pressure from the filler onto the bone, intrisic affinity of ha for osteoclasts or muscle activity. For this reason, further study should be performed to confim the exact role of ha fillers in the mecanism of bone resorption. This is the first report of possible bone resorption due to a teoxane product. No clinical consequences were reported by the patient and defect was only observed on the right side. Moreover this harm has already been considered in teoxane risk management (ris-rev-0162) and would be reevaluated in the light of this report as well as new litterature data (ris-rev-1004).

Event description:
On 17-jul-2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a patient was injected on unspecified dates in 2022, 2023, 2024 and on (B)(6) 2025 with rha 4 in the chin and jaw with a needle. The patient had a history of other dermal filler injections (defyne and voluma) in 2021. On an unspecified date in 2025 and unkown context, the patient had a 3d image taken. The shared 3d image showed a hole that was forming in the right jaw. The doctor suspected that it could be related to fillers injections. In the meantime a MRI was conducted and showed a "focal thinning of the right parasymphyseal mandible with stir hyperintense material in the adjacent pre-mental soft tissues likely represents cosmetic filler". Considering the potential seriousness of the event, the case was assessed as reportable to FDA. The international medical expert was contacted for advice. According to him, the MRI confirmed thinning of the mandible and the presence of material corresponding to ha fillers adjacent to the lesion, corroborating the previous 3d exams. Therefore a connexion between the injection of rha 4 and bone resorption could not be ruled out. However, according to him, this exam did not show any bone resorption of the maxilla. Several follow-up requests have been issued to further assess the relatedness of the event with the injection of rha 4 such as history of trauma or of previous dental/orthodontic procedures in the area of concern, reason why the patient underwent the 3d exam, images before and after treatment with teoxane product. Moreover, it has to be noted that in this case the defect was unilateral and that no clinical signs were reported by the patient. Despite several reminders, no additional information could be retrieved, the case was closed as it is. Case comments: guo, x., et al., bone resorption in mentum induced by unexpected soft-tissue filler. Aesthet surg j, 2018. 38(10): p. Np147-np149. Guo, x., et al., unexpected bone resorption in mentum induced by the soft-tissue filler hyaluronic acid: a preliminary retrospective cohort study of asian patients. Plast reconstr surg, 2020. 146(2): p. 147e-155e. Guo, x., et al., would hyaluronic acid-induced mental bone resorption be a concern? A prospective controlled cohort study and an updated retrospective cohort study. Int j surg, 2024. 110(3): p. 1502-1510. Hanna, c., et al., bony resorption in the mental area due to hyaluronic acid filler: a complication to consider. J clin aesthet dermatol, 2021. 14(10): p. 16-17. Nakagawa, t., et al., a case of bone resorption in the mentum caused by hyaluronic acid filler in a patient with skeletal class ii jaw deformity. Clin case rep, 2024. 12(11): p. E9150. Shu, k.-y.f., wan-ru; zhao, jiu-li, bone resorption of hyaluronic acid fillers injection induced in chin augmentation: a retrospective study. Journal of craniofacial surgery, 2025. 36(2): p. 633-635. Lee, t., bone resorption in the midface due to hyaluronic acid fillers. Journal of craniofacial surgery, 2025.